Event description:
It was reported that during a ptca procedure of the "cto" lesion in the right coronary artery, the 1.5mm balloon catheter was advanced to the lesion, when it was noted that there were two balloon markers. The balloon catheter was removed without inflation and the pouch of the device was checked and found to be a 2.5mm balloon catheter. The box and the pouch were compared and the part/lot number on the box was 1005280-20/0092652, the part/lot number on the pouch was 1005284-20/0092551. Reportedly, there was no pt injury.